Event description:
On (B)(6), 2011, the physician performed a transoral incisionless fundoplication (tif) procedure on a (B)(6) female pt. Both the physician and the company trainer, who was present at the procedure, believed the procedure went well and reported the procedure was uneventful with minimal bleeding. The next day, the pt was tachycardic with a 103 degree f temperature and was diagnosed with a bi-lateral effusion and leak with a possible abscess. The pt was admitted to the hospital and rec'd an esophageal stent, given IV antibiotics, fitted with a chest tube and a jejunostomy tube. She was discharged from the hospital on (B)(6), but will return on (B)(6), for a stent exchange. Until then she is npo.

Manufacturer narrative:
Evaluation: method: because the adverse pt symptoms occurred after discharging the pt, the device had already been disposed of per the hospital's standard operating procedure and is not available for evaluation. An effusion is typical of placing a fastener above the diaphragm.